Event description:
Staff in ed identified light blue cap blood tube that was contaminated. Staff identified either contaminate either as a small insect or piece of fuzz inside the tube. Visual inspection of tubes recommended in case of contaminated lot.